Event description:
The dental implant gfx3011s was removed on (B)(6) 2020 due to a fracture of the implant 3 years and 1 month after implantation. The patient has history of cardiac disease and compromised immunity. The patient required bone augmentation for the operation. The patient has recovered without complications.